Manufacturer narrative:
The reported device, intended for use in treatment, was returned to the designated complaint station for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection performed by service site noted worn front housing and cable. Functional evaluation by service site noted bad image and image loss when the cable is flexed at the strain relief. The complaint has been confirmed. Factors, unrelated to the manufacturing and design of the device that could have contributed to the damage include fatigue from repeated bending of the cable during extended use and crushing or shear force induced on the cable inconsistent with normal use. A review of the device history records showed there were no indications to suggest that the lot did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
Reference number: case-(B)(4).

Event description:
It was reported that during the set up inspection, the image is disconnected every time the cable is moved from the camera side. Suspecting damaged cable or loose contact. Backup device was available to complete the procedure. No delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.